Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown liner g2: foreign: iran. Peyman mirghaderi, mohammad-taha pahlevan-fallahy, hesan rezaee, alireza moharrami, hadi ravanbod, mohammad hossein pourgharib-shahi and seyed mohammad javad mortazavi. Dislocation incidence and risk factors following direct anterior primary total hip arthroplasty: a consecutive, single-surgeon cohort. Mirghaderi et al. Bmc musculoskeletal disorders (2025) 26:442 https://doi.org/10.1186/s12891-025-08683-z. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2025) that reported a retrospective study from iran. The purpose of the study was to determine the incidence and risk factors of dislocation after primary total hip arthroplasty (tha) using the direct anterior approach (daa). The study reviewed 1,204 cases performed between 2013 and 2020. Patients were divided into 2 groups: dislocation (31 hips) and non-dislocation (1173 hips). In case the patient experienced more than one events of dislocation, only the first incidence was considered and included in the study. Implants included 539 fitmore, 36 wagner sl, 66 m/l taper, 91 wagner cone (zimmer biomet), 76 accolade tmzf (stryker), 368 corail (depuy synthes), and 28 other for stems and 385 continuum (zimmer biomet), 354 pinnacle (depuy synthes), 83 trident (stryker), 359 trilogy (zimmer biomet), and 22 other for shells. Head and liner information was not provided. The study population had a mean age of 45.1 years at time of surgery (range 15-90 years); (51% male, 49% female). Follow-up was conducted at two weeks and 2, 3, 6, and 12 months and then annually after discharge with a minimum follow up of at least 5 years. The study reported 31 patients experienced a dislocation. Further discussion regarding timing and treatment was not stratified by manufacturer or product. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.